Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low r-wave measurements resulting in t-wave oversensing and inappropriate shocks. As a result, the patient underwent a revision procedure to reposition the s-ICD system, but repositioning was unsuccessful. Subsequently, the s-ICD system was extracted. The patient had remained hospitalized since the initial s-ICD system implant up until this point. The s-ICD system was returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Cuts in the insulation by the suture sleeve area was noted as likely explant damage, and there was noted deformation in the lead about 17 to 19 millimeters from the terminal end likely due to being grabbed by a tool. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low r-wave measurements resulting in t-wave oversensing and inappropriate shocks. As a result, the patient underwent a revision procedure to reposition the s-ICD system, but repositioning was unsuccessful. Subsequently, the s-ICD system was extracted. The patient had remained hospitalized since the initial s-ICD system implant up until this point. The s-ICD system was returned to boston scientific for analysis. No additional adverse patient effects were reported.